Event description:
Subsequent to receipt of the field safety notice, the site reported the following: the unit is shutting down. The following info was obtained via telephone conversation with the customer. The incidents related to the shutdown of the monitor were random and the power was restored when the "on" button was depressed. The pt exams were completed without event. The customer confirmed that there were no injuries or adverse events.

Manufacturer narrative:
On (B)(6) 2013, (B)(4) distributed a field safety notice recalling main boards with part number # 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.